Event description:
Customer reported via phone, when he woke up at 8:00 am his blood glucose was 183 mg/dl and by 11:00 am it had increased to 508 mg/dl, customer hasn't treated for his high blood glucose. He was hospitalized due to high blood glucose. The drive support cap was reported normal. No air bubbles or leaks noted. Customer removed the site and the cannula was bent. Customer declined to continue with troubleshooting. Customer is not returning the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.